Manufacturer narrative:
The device history review indicates there were no abnormalities or non-conformances identified. The actual device was returned for evaluation. Reliabilty engineering evaluated the device and the customer reported condition was not confirmed. A visual and functional assessment was performed and it was observed that the neuro-tip leg on the device had been drilled into. It was determined that this was due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause was determined to be due to user error.

Event description:
It was reported that the bearings in the craniotome device were twisted in the shaft. During in-house engineering evaluation, it was determined that the neuro-tip leg of the device had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.